Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data showed multiple cs 177 low battery alarms; no drastic voltage fluctuations observed in the black box. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. During testing, the pump¿s current draws were found to be out of specification. The pump case was removed and no intermittent conditions or moisture was found inside the pump. Unrelated to the complaint, investigation revealed that the display was dim, faded, and discolored. A test display screen was inserted and the pump¿s current draws returned to specification. A failed display flex was confirmed to cause the high current draws. (B)(4).